Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to treat a moderate tortuosity, severely calcified lesion exhibiting 95% stenosis in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre dilated. The device did not pass thorough a previously deployed stent. Resistance was encountered. Excessive force was not used during delivery. It was reported that the stent deformed in vivo during positioning / advancement. It was reported that the event was due to the use of the device in a difficult lesion morphology / anatomy. The patient is alive with no injury. The procedure was complete using a 3.0 x 18 mm device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.